Manufacturer narrative:
(B)(4). Evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the instrument displayed no abnormalities. Further visual inspection of the cartridge noted that the single use loading unit (sulu) was fully applied. The sulu was reset, reloaded with staples, and reloaded into the instrument. The sulu and instrument were applied to test media with acceptable results; the knife cut completely and cleanly and the staple line was properly formed. The should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Re-processing information not provided. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. (B)(4).

Event description:
According to the reporter, during a bowel resection, the initial firing worked. When first reload was used\fired then released, the stapler had cut the bowel but there were no staples in the load. There was some spillage of bowel contents. They opened a new stapler and used to close the bowel. No other information provided.